Manufacturer narrative:
The customer's meter has been returned and product testing did not confirm the complaint. All results were within range specifications and no errors were noted during control solution testing. Reportability is determined based on pontential for mistreatment.

Event description:
A customer reported obtaining imprecise readings on their precision xtra meter. Readings of 12 mmol/l, 13 mmol/l and 2.4 mmol/l were obtained with a ten-minute timeframe. When plotting each of the readings against the average on a parkes error grid, the results fell in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. The customer had excessively squeezed their finger to obtain a sample. There was no report of death, serious injury or mistreatment associated with this event.